Manufacturer narrative:
(B)(4). Physio-control initially evaluated the device and was unable to duplicate the reported flickering screen issue. Physio did however observe event codes in the device's service history, then replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and during testing, observed that the single board computer (sbc) assembly, located on the system pcb assembly, caused one of the event codes logged in the device. Subsequently, during the evaluation, the sbc assembly was observed to no longer boot up.

Event description:
The customer reported that during a patient event, while monitoring the patient's blood pressure, the display on the device started flickering on and off. This occurred multiple times while monitoring the patient. The customer indicated that they eventually powered the device off and continued monitoring the patient with a manual blood pressure reading. The customer indicated that the patient did not suffer any adverse effects as a result of the reported failure. After an evaluation of the device by physio-control, it was observed an internal pcb assembly was failing to boot up properly, which would cause a lock-up condition of the device. This observed condition was likely related to the reported display flickering.

Manufacturer narrative:
The initial medwatch report indicates: physio-control initially evaluated the device and was unable to duplicate the reported flickering screen issue. Physio did however observe event codes in the device's service history, then replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and during testing, observed that the single board computer (sbc) assembly, located on the system pcb assembly, caused one of the event codes logged in the device. Subsequently, during the evaluation, the sbc assembly was observed to no longer boot up. The initial medwatch report should indicate: physio-control initially evaluated the device and was unable to duplicate the reported flickering screen issue. Physio did however observe event codes in the device's service history, then replaced the system pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and during testing, observed that the single board computer (sbc) assembly, located on the system pcb assembly, caused one of the event codes logged in the device. Subsequently, during the evaluation, the sbc assembly was observed to cause the system pcb assembly to no longer boot up.